Event description:
A customer reported a malfunction alarm with a code, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.